Manufacturer narrative:
Pump: analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Catheter: analysis revealed the catheter body had dark residue in the dispensing holes prior to decontamination which resulted in occlusion. This being event related. Catheter body damage to the transition tube was also visualized. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, lot# unknown, explanted: (B)(6) 2017, product type: catheter.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (20 mcg/ml at a dose of 6.9 mg/day) and bupivacaine (20 mcg/ml at a dose of 6.9 mg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2017, the patient went to the hospital with underdose symptoms and a motor stall alert. There were no known environmental, external and patient factors. They tried to program/restart the pump by the use of an n'vision programmer (8840) on (B)(6) 2017. The "pump turned off" on (B)(6) 2017. During a revision surgery on (B)(6) 2017, the reservoir volume was checked and no discrepancies were identified (actual reservoir volume (arv) = 9 ml, expected reservoir volume (erv) = 8.9 ml). There was no cerebrospinal fluid (csf) backflow observed from the catheter and there was still no backflow under vacuum (aspiration). The hcp decided to replace complete catheter as well on the same date. The issue was resolved at the time of this report. The patient's status was listed as "alive - no injury". No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. On 2017-jun-13 the hcp programmed the pump to stop mode to prevent intermittent motor stalls.

Manufacturer narrative:
Updated: concomitant medical products: product ID: 8780, lot# 0208142836, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information included the implant dates of the pump and catheter and serial/lot number of the catheter.